Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an instance of ventricular tachycardia, the patient experienced an increased heart rate due to inappropriate programing. No patient symptoms were reported. No intervention was reported.